Event description:
During rotator cuff procedure, the doctor used the 3.8 straight awl prior to inserting anchor into "very hard" bone. The anchor broke still hanging onto suture and inserter when it was removed from the joint. Dr. Took another anchor (different lot#) and finished with no further incident; the hole was left empty.

Manufacturer narrative:
The event description mentions that this was a "hard bone" case and that a 3.8mm straight awl was used to prep the site for insertion. According to the product IFU, a 3.8mm tapered awl is recommended for general conditions and for hard bone conditions, either a 4.5/5.5 awl-dilator or 4.5mm spade tip drill is indicated. The failure can be attributed to incorrect site preparation and therefore, no root cause related to the manufacture of the device can be determined. (B)(4).